Manufacturer narrative:
(B)(4).

Event description:
This patient was programmed to ddd-cls and experienced a vasovagal syncope episode. It was reported that cls didn't increase the heart rate. All available information suggests this device remains implanted. Ca...

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. During the inspection of the data received for analysis no deviations were noted which might have led to the clinical observation. The data did not show any peculiarity. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.